Event description:
Knee inflammaton, allergic reaction (knee). Information was received in 2005 from a physician regarding a patient with an unknown medical history who experienced a possible allergic reaction and knee swelling. The patient began treatment with synvisc on an unknown date. The patient received an unknwon number of synvisc injections and experienced a possible allergic reaction and knee swelling. The physician performed an arthroscopy to check fibrin levels, and believed a bacterial infection was "impossible." At the time of this report, the patient's outcome was unknown.